Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a resume pump alarm occurred and then the pump shut off unexpectedly. Customer¿s blood glucose level was 200 mg/dl. Tandem technical support made multiple attempts to follow up with the customer and complete troubleshooting; however, a response was not received.